Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a trial patient in advance evaluation. It was reported that her backside was hurting her where incision was. She was experiencing a whole-body tingle where she had to cringe until it went away. This happened while she voided occasionally and it was something she had been experiencing for months. She was on antibiotics for urinary tract infection (uti). A day later, patient further reported that sometimes she felt like it may be starting to work but then it did not. The stimulation was being annoying. Patient also reported she had been getting out a lot of urine. She was not sure if it was because she was drinking too much. She had changed 4 diapers and had not voided on her own. She started a new cancer medication and had noticed some side effects. She had noticed her legs were wobbly and had to use a cane. A couple days later, patient reported stimulation was driving her crazy yesterday but stimulation was comfortably right now for her. It was unknown if the issue was resolved at the time of the report. There were no further complications that have been reported as a result of this event.